Event description:
The user stated two pt samples run on elecsys analyzer (B) (4) for tsh initially recovered less than 0.005 uiu per ml. With a data flag and were reported. The samples were rerun and recovered 2.67 uiu per l and 7.03 uiu per ml. On a second rerun the samples recovered 2.67 uiu per l and 7.01 uiu per l respectively. The results were corrected to 2.67 uiu per l and 7.01 uiu per l. The pts were not treated based on the initially reported erroneous results. The user stated the results were recalled before they were acting on. The samples were serum in 5 ml, 75x13 mm tubes. The field service rep could not find a cause and checked the analyzer. He adjusted the mixer speed and cleaned the sample disk area. To verify the analyzer operation, he ran performance tests with acceptable results.